Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
At the time of implantation, it was observed the injector of the dib00 pre-loaded model intraocular lens (iol) generated some resistance. The doctor stopped the implantation and checked the lens outside of the patient's eye. As the doctor moved forward with the injector the lens came out however, it was bent and broken. The cartridge tip had patient contact. The same procedure was completed successfully using a back-up dib00 22.0 diopter iol that was implanted in the patient¿s ocular dexter (right eye). There was no incision enlargement, no serious patient injury, no sutures, and no vitrectomy during the initial procedure. Patient prognosis post-procedure was reported as fine, since the surgeon had the same iol (model and diopter) as was initially planned. The suspect iol is not available for return as it was discarded. No further information is available.